Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. On (B)(6) 2018, it was reported from essentia health/st mary's medical center that a graft was sticking to the gear on a mesher and was ruining the grafts. The customer was asked to return zimmer meshgraft ii serial number (B)(4) for evaluation, but the customer decided not to return the device. No evaluation or repair could therefore be performed. The customer did not return the device for evaluation. Therefore, the root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the graft was sticking to the gear and was ruining the grafts. The event occurred during surgery. There was no harm reported.